Manufacturer narrative:
On (B)(4) 2013 product was requested to be sent back for evaluation.

Event description:
On (B)(6) 2013, customer claims the stem on the unit broke and cut customers lip and gum and tongue.